Event description:
Stent would not deploy correctly due to sheath braking away from the handle.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
A supplemental correction report is being submitted following a review of this complaint file on 05-feb-26.

Manufacturer narrative:
Correction: b3 - date of event device evaluation 1 unit of lot c2186983 of zfv6-125-7-6.0 was returned opened in its original packaging. The device related to this occurrence underwent a laboratory evaluation on 03 february 2025. Observations from the lab evaluation were as follows; device returned with stent partially deployed. Device returned with outer sheath separated from white connector cap. Remainder of outer sheath examined and no other issues observed. Device handle examined and no issues observed. White distal tip examined and no issues observed. Device flushes without any issues. 0.035 inch wire guide passes through device with no issues. Unable to deploy stent due to outer sheath separation previously noted. The reported failure was observed. Through the investigation it was clarified that during the preparation stage the sheath near the handle of the device was observed to be detached from the connector cap manufacturing records prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records did not reveal any discrepancies that could have contributed to this complaint issue. Manufacturing was contacted for their input, and their feedback was that this issue would be obvious during both production and inspection steps with the various amount of handling of the device review historical data the review of relevant manufacturing records confirms the failure mode has not previously occurred for this work order. Instructions for use and/label it should be noted that the instructions for use, ifu0058, which accompanies this device states the following: "upon removal from the package, inspect the product to ensure no damage has occurred¿. There is no evidence to suggest that the customer did not follow the instructions for use (ifu0058) image review an image was not returned for evaluation. Root cause analysis a definitive root cause could not be determined from the available information. A possible root cause could be attributed to potentially excessive force or improper handling during the device preparation which may have led the complaint issue encountered. It was noted during analysis of the manufacturing records of this device that no issue was observed. Another possible root cause could be attributed to transportation, storage facilities or handling of the packaging after the device left the manufacturing facility which may have caused some damage or weakness to the sheath/connector cap section which was then exasperated during the preparation stage and led to the separation issue reported. As per the information provided, there was no adverse event to the patient. Another stent was used to complete the procedure. Confirmation of complaint complaint is confirmed based on visual and/or functional inspection. Corrective action/correction complaints of this nature will continue to be monitored for similar events.

Event description:
Supplemental report is being submitted due to the completion of the investigation on 12-dec-25

Manufacturer narrative:
Device evaluation. The device evaluation could not be completed as the device or photographic evidence of lot c2186983 of zfv6-125-7-6.0 device was not returned for evaluation. It had been indicated that the complaint device was going to be returned but to date this has not happened. If the device is returned in the future, then the file will be updated accordingly. Through the investigation it was clarified that during the preparation stage the sheath near the handle of the device was observed to be detached from the connector cap. With no device returned, an image was provided to the user of a different device, in an attempt to confirm how the device failed with the customer. Manufacturing records. Prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records did not reveal any discrepancies that could have contributed to this complaint issue. Manufacturing was contacted for their input, and their feedback was that this issue would be obvious during both production and inspection steps with the various amount of handling of the device review historical data. The review of relevant manufacturing records confirms the failure mode has not previously occurred for this work order. Instructions for use and/label. It should be noted that the instructions for use, ifu0058, which accompanies this device states the following: "upon removal from the package, inspect the product to ensure no damage has occurred¿. There is no evidence to suggest that the customer did not follow the instructions for use (ifu0058) image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause could not be determined from the available information. A possible root cause could be attributed to potentially excessive force or improper handling during the device preparation which may have led the complaint issue encountered. It was noted during analysis of the manufacturing records of this device that no issue was observed. Another possible root cause could be attributed to transportation, storage facilities or handling of the packaging after the device left the manufacturing facility which may have caused some damage or weakness to the sheath/connector cap section which was then exasperated during the preparation stage and led to the separation issue reported. As per the information provided, there was no adverse event to the patient. Another stent was used to complete the procedure. Confirmation of complaint. Complaint is confirmed based on customer and/or rep testimony. Corrective action/correction. Complaints of this nature will continue to be monitored for similar events.